Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos), hard drive and the software were installed and the transformer was adjusted during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.